Manufacturer narrative:
(B)(4). Clip jammed, lockout premature, malformed clip. Additional information was requested and the following was obtained: what is meant by "the device misfired?" When the clip was fired, the end of the clip would twist and not clamp correctly. Did device not feed or load clips into jaws? Yes, but when fired the clips twisted. Did device not deploy clips from jaws of device onto tissue? Did device fire malformed clips? Yes. Please provide more specific information regarding issue. How was case completed? Yes. Was any patient consequence reported? No. The analysis results found that the er320 device was returned with a clip jammed in jaws; this condition prevented the device from proper feeding of the clips. The jaws were noted to be properly aligned. The jammed clip was removed from the jaws and in an attempt to replicate the reported incident; the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 14 clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred. It could not be determined what may have caused the found the finding. No conclusion could be reached as to what may have caused the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hand assisted nephrectomy procedure, the device misfired. No other information is available. It is unknown how the case was completed. There were no patient consequences reported.